Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubies were not detected on the bus due to the faulty row board cable. A field service engineer resolved the issue by replacing the row board cable. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the two cubies(d1 and e5) of the main drawer 5.3 had failed to be detected on the bus. The customer tried to recover the storage spaces, the drawer opened without any changes reflected on the screen, necessitating the failure of the drawer. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay or harm to the patient. There were no adverse events or injuries reported based on this event.